Manufacturer narrative:
This info was not provided during initial report. Add'l info has been requested. Subject device is an instrument and is not implanted. Investigation is on going; no conclusion can be drawn as no device was returned. Review of the mfg records has been requested.

Event description:
During a craniofacial reconstruction, the soft tissue guard on the craniotome broke off in the patient. X-rays confirmed that all broken pieces were retrieved. The procedure was extended by an add'l 30 minutes. Another drill was used to complete the procedure.